Event description:
In 2008, this patient underwent emergency endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During a follow-up CT exam on an unknown date, proximal type I endoleak was discovered. In 2009, an aortic extender component was implanted to address the type I endoleak. The physician also chose to implant a palmaz stent inside the aortic extender component. For the palmaz stent, the physician chose to use a cook 30cm sheath, with which he accessed through the sfa. The sheath was not long enough to reach the aortic extender, therefore, the palmaz stent was advanced outside of the sheath and caught on the aortic extender and pushed it proximal, therefore, unintentionally covering both renal arteries. Using guidewires, the physician was able to manipulate the aortic extender component away from the renals, and by gaining brachiocephalic access, stented both renal arteries with boston scientific express 6 x 19 stents and stented the sma with a boston scientific express 7 x 19. The physician then implanted two additional aortic extenders components inside the first. The patient had good profusion of the renals post-operatively and was producing urine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore.